Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the customer reports having difficulty inflating the cuff on the endotracheal tube. No report of patient injury.